Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 1 month. The pump remains in use supporting the patient. Approximately 16.5 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. Visual inspection showed a hole in the silicone sleeve near the terminus of the distal-end bend relief. Tape and plastic had been previously applied to repair the hole. Upon removal of the tape, plastic and silicone sleeve, examination of the underlying bionate and shielding revealed areas with shield breakdown. Electrical continuity testing of the returned portion of the percutaneous lead revealed that the black wire was compromised. All the other wires were electrically intact. The shielding and bionate were removed and examination of the underlying wires revealed that the insulation of the black wire appeared slightly elongated approximately 2.5 inches from the metal connector at the terminus of the distal-end bend relief. A small amount of axial force was placed on the black wire and it completely fractured in this area. The fracture of the black wire appeared to be the result of repetitive flexing of the lead in this area, which caused the inner conductors of the wire to break within the insulation. There was no evidence of mechanical damage such as crushing or pinching. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. Review of the submitted log files confirmed multiple driveline fault alarms, low speed hazards, and pump stop events. The recorded low speed and pump stop events appeared consistent with driveline disconnect events to silence the driveline fault alarm. The data captured in the log files was consistent with the evaluation of the returned external portion of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient was experiencing driveline fault alarms. In an attempt to clear the alarm, the patient had reportedly disconnected then reconnected the percutaneous lead. The healthcare professionals switched the patient to the backup system controller which also indicated a driveline fault alarm. The patient was reported to have been asymptomatic at the time of the events. On 05/05/2016, the technical services representatives performed a replacement of the external portion of the percutaneous lead. It was reported that no further atypical readings or events were observed in the system controller log file after the replacement.